Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) went down and will not boot up. It gets stuck in the middle of the boot up and is not able to get into the cns software. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) went down and will not boot up. It gets stuck in the middle of the boot up and is not able to get into the cns software. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following contains no information (ni), as an attempt to obtain the information were made, but none were provided. Patient information, relevant tests/laboratory data and other relevant history. Attempt #1: 07/11/2022 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2: 07/15/2022 emailed customer via microsoft outlook for all items under the no information section. The customer responded back with complaint details, but they did not provide the patient information as requested. Additional device information: concomitant medical device field contains no information (ni), as attempts to obtain information were made, but not provided. Attempt #1: 07/11/2022 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2: 07/15/2022 emailed customer via microsoft outlook for all items under the no information section. The customer responded back with complaint details, but they did not provide the additional device information as requested.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) went down and would not boot up. It was getting stuck in the middle of the boot up process and was not able to launch the cns software. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) went down and would not boot up. It was getting stuck in the middle of the boot up process and was not able to launch the cns software. No patient harm was reported. Investigation summary: the evaluation performed by nihon kohden repair center (nk rc) was able to duplicate the reported issue of cns-621ra not powering on. The evaluation found that the unit needed hard drive replacement to resolve the issue. The cns-621ra serial number (B)(6) received replacement hard drives on 10/1/2021 to resolve a similar issue of boot up issue caused by a facility power loss and possible improper maintenance recorded in ticket 103072 and 119543. Hard drive is a replaceable part and possible causes of failure include mechanical failure from improper use/handling, corruption of the files from abnormal shutdowns or viruses, or power issues. The overall risk of this event, taking into consideration of severity and probability, is "medium." Hard drives are routine service components and are expected to be replaced periodically or as indicated.